Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis was performed when the issue happened. The procedure was aborted by using another system. A philips field service engineer (fse) inspected the system and confirmed that the does not fully boot up. After reviewing log file, fse found most likely cause is malfunctioning in flex vision pc. Fse found flex vision pc has hardware problem. Fse replaced the flex vision pc. After replacement of flex vision pc, the system was returned to use in good working order. The defective part was returned for analysis and the failed component was flex vision. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system did not start and stuck at countdown 00:00. Multiple restarts did not resolve the issue. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the flexvision pc was faulty. The field service engineer inspected the system onsite and after the replacement of the flexvision pc, the device was returned to use in good working order.